Manufacturer narrative:
The field service representative (fsr) inspected the architect c16000 processing module, serial number (B)(6) due to a falsely decreased sodium result. It was noted that there was a significant amount of gel was found on the sample probe. The part was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed a discrepant sodium result, which was determined to be caused by a sample integrity issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the sample probe did not identify any trends. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the sample probe was identified.

Event description:
The customer observed a falsely decreased sodium result generated from an architect c16000 analyzer on (B)(6) 2023 and provided the following data (customer normal range is 133 ¿ 146 mmol/l). Sample ID: (B)(4): initial result = 112.9, repeat result = 137.7. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.